Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Caller states she has been running her stimulator on both group a and b simultaneously. The caller states she had to charge a couple days ago and after that she was only on group a. The caller was told at some point in the past to continue to turn stim up .2 everyday by their doctor (pt confirmed this was the intensity level that was to be turned up). Agent reviewed with caller that the pt can only run one group at a time rather than two groups . Agent offered to look at the situation on the pt programmer and the caller said she wanted to do that but she needs to charge her ins. Agent advised the pt to charge their ins and call back when they are ready and ins is charged.